Event description:
Patch made skin get extremely hot, thought it was just 'working," I removed the patch, and had blisters. These scabbed over and healed and I have not used the icy/hot patch since. Dose or amount: 4 patches, frequency 8 hrs/ 1x day. Route: unk dates of use: 2007. Diagnosis or reason for use: tight sore muscles and knotted shoulders. Event abated after use stopped or dose reduced? No.